Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Journal article citation: gupta, v., brar, a., & pope, m. (2018). Surgical removal of venous filter and snare complex in a patient with solitary left pelvic kidney. Journal of vascular surgery cases and innovative techniques, 4(3), 201¿203. Doi: 10.1016/j.jvscit.2018.04.002. Device code + description (3270 - failure to expand).

Event description:
It was reported in a medical journal article, society for vascular surgery; ¿surgical removal of venus filter and snare complex in a patient with solitary left pelvic kidney¿ a patient presented to the hospital with unprovoked pulmonary embolism and was admitted to the hospital for left side chest streptococcal empyema, secondary to lung infarction. Empyema decortication was recommended by thoracic surgeon requiring interruption in the anticoagulation therapy. Two vena cava filters were deployed in the bilateral iliac veins. The first filter was deployed successfully; however, the second filter tilted upon deployment. Despite attempts made to capture and retrieve the filter with a snare device the patient was sent to surgery for a cut down of the iliac vein with successful filter removal. Filter limb(s) perforation of the iliac vein and clot within the filter was identified. Ultrasound demonstrated patent blood flow in the iliac vein 48 hours post op.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Journal article review: the article identified a patient recently diagnosed with unprovoked pulmonary embolism who was admitted to the hospital for left-side chest streptococcal empyema, secondary to lung infarction. Patient was placed on anticoagulation therapy and a chest tube was placed for drainage. Empyema decortication was recommended by thoracic surgeon which required an interruption in the anticoagulation therapy due to a high risk of postoperative bleeding. Patient had history of solitary pelvic kidney with abnormal network of venous drainage from the left pelvic kidney to the internal iliac vein. Two bard denali filters were deployed in the bilateral iliac¿s. A filter was deployed in the right iliac vein successfully; however, during deployment of the second filter in the left iliac vein it tilted. The filter apex was against the iliac wall; despite multiple attempts made with a snare device to capture and retrieve the filter the physician was unsuccessful. The decision was made to take the patient to surgery for a surgical cut down of the left iliac vein for filter removal. During the surgical cut down there was no hematoma identified surrounding the iliac vein; however, visual inspection identified filter limb(s) perforating the iliac vein. Upon vein dissection visual inspection identified clot within the filter. The filter was removed successfully without further incident and the iliac vein was closed with suture. The patient was anticoagulated in the postoperative period. 48 hours post-surgery ultrasound demonstrated patent blood flow in the iliac vein.

Event description:
It was reported in a medical journal article, society for vascular surgery; ¿surgical removal of venus filter and snare complex in a patient with solitary left pelvic kidney¿ a patient presented to the hospital with unprovoked pulmonary embolism and was admitted to the hospital for left side chest streptococcal empyema, secondary to lung infarction. Empyema decortication was recommended by thoracic surgeon requiring interruption in the anticoagulation therapy. Two vena cava filters were deployed in the bilateral iliac veins. The first filter was deployed successfully; however, the second filter tilted upon deployment. Despite attempts made to capture and retrieve the filter with a snare device the patient was sent to surgery for a cut down of the iliac vein with successful filter removal. Filter limb(s) perforation of the iliac vein and clot within the filter was identified. Ultrasound demonstrated patent blood flow in the iliac vein 48 hours post op.